Manufacturer narrative:
No patient information was provided in regards to age, sex, weight, ethnicity, and race. No name or contact information was provided from the initial reporter. Initial reporter sent report to FDA with reference number mw5078670. The product was not returned; however, the retain sample was evaluated yielding results that meet the required specifications.

Event description:
A complainant alleged that dental putty was being used to create a custom bite block for rad oncology simulation treatment. After several attempts were made to remove the bite block, it came loose, but also removed three of the patients dental caps.

Manufacturer narrative:
Awareness date was corrected.